Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, when disengaging the needles by pulling the plunger back, the suture was broken. A second proglide was used to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Lot number corrected. Evaluation summary: an analysis of the returned device revealed that the whole monofilament was returned loose and the posterior cuff and needle tip were still attached to the rail end. The anterior cuff was engaged to anterior needle tip with the link still attached to the cuff. Based on the investigation findings, the link was broken at the posterior cuff. The link connects the anterior needle to the suture; if the link is broken from the cuff, the suture will not be present during plunger withdrawal. Based on the investigation, no product deficiency was identified. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there does not appear to be any indication of a lot specific product quality deficiency.